Event description:
It was reported the patient felt a change in his stimulation. It was reported the stimulation was still felt in the correct areas, but it had weakened. Follow up identified the patient was to be scheduled for interrogation of the system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.